Event description:
It was reported that the user experienced loss of glucose readings on the ilet when using dexcom g7, including pairing failure and intermittent repair/signal loss alerts, and readings later reappeared; the problem aligned with intermittent communication failure involving the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between connected components consistent with intermittent communication failure and involvement of the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.